Event description:
On march 16th, 1998 source was contacted by dr concerning this event. On july 28th, 1994, dr performed a lavh on a pt with no complications reported. In october of 1997 he was shown a x-ray of the pts abdomen with a foreign object. A open procedure was performed on pt in november of 1997 to remove object. The object was removed without incident. The object is believed to be the ceramic piece of a 3801 bipolar scissor.